Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/01/98).

Event description:
The iab leaked. This was the only info at the time of the report. On 4/17/98, the following info was reported to datascope: the iab was inserted into the pt on 3/12/98 at 12:20 pm. On 3/13/98 at 2:50 am, the pt was post-op and a re-do sternotomy/avr. Blood was noted in the pneumatic tubing and iabp was discontinued. No blood was noted in the console. There was no pt injury or complication as a result of the event. The pt was awaiting the placement of an ecf. [Event complications]: unk-reported 3/16/98; none-reported 4/17/98. [Pt's current status]: awaiting placement of ecf.